Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer treated with manual injections. Customer declined troubleshooting. The insulin pump was not returned for analysis.